Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: customer submitted photographs that reveal blood spill inside the centrifuge chamber. The source of blood leak appears to be from a section of the loop, a few inches below the top loop connector. Blood is found to be leaking from a groove that formed on the part of the loop that is contact with the red roller arm of the centrifuge. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a prolonged donor reaction after a plasma donation. The donor began experiencing dizziness and lightheadedness, before experiencing a loss of consciousness that lasted less than 30 seconds. After regaining consciousness, the donor began to feel better and then lost consciousness again for less than 30 seconds. The donor was pale and that the donor's nauseousness would come and go throughout the course of the reaction. Center medical staff applied cold compress, elevated the donor's lower extremities, fanned the donor, and attempted to provide additional saline. The donor was transported by ems to the hospital. It was reported that it was attempted to manually infuse saline back to the donor but it was unsuccessful due to the donor receiving a hematoma. The following day, center medical staff called to check up on the donor. The donor informed she was taken to the emergency room, and once there they informed her that she was more than likely dehydrated and needed to drink more fluids. Donor identifier is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported a prolonged donor reaction after a plasma donation. The donor began experiencing dizziness and lightheadedness, before experiencing a loss of consciousness that lasted less than 30 seconds. After regaining consciousness, the donor began to feel better and then lost consciousness again for less than 30 seconds. The donor was pale and that the donor's nauseousness would come and go throughout the course of the reaction. Center medical staff applied cold compress, elevated the donor's lower extremities, fanned the donor, and attempted to provide additional saline. The donor was transported by ems to the hospital. It was reported that it was attempted to manually infuse saline back to the donor but it was unsuccessful due to the donor receiving a hematoma. The following day, center medical staff called to check up on the donor. The donor informed she was taken to the emergency room, and once there they informed her that she was more than likely dehydrated and needed to drink more fluids. Donor identifier and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.